Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that failure to deploy stent occurred. The target lesion was located in the 'heart'. A 3.50x20mm promus element¿ plus stent was selected to treat the lesion but failed to deploy. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent on the balloon found that a stent strut was lifted in the mid body of the stent. Using an encore inflation unit the balloon was inflated to its rated burst pressure with no leaks or restrictions noted. The inflation device was verified before and after use with a calibrated pressure gauge. The stent fully deployed, although the stent strut damage was evident in the deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).